Event description:
The customer tested his blood glucose on his contour next link meter and then on a different meter. He received approximately 100mg/dl difference between the readings. He could not provide specific results. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Meter and strips were replaced. Customer is expected to return his strips for evaluation.